Event description:
A customer reported a malfunction alarm. There was no adverse impact on the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in carrying out the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to report any future malfunctions.